Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing a pre-dilated lesion. While attempting to remove, some resistance was encountered at the guide catheter. Upon removal it appears that the proximal edge of the stent is flared. No pt injuries or complications were reported.